Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy explant date: not applicable, as lens was not explanted. Establishment name: unknown/not provided. Address: unknown/not provided. Telephone number: unknown, information not provided. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during clinical study six months post-op visit, it was observed that the intraocular lens (iol) implanted in the patient's right eye was dislocated-rotated 11 degrees. The patient is noted to be temporarily impaired. No intervention performed. Iol remains implanted. Pre-op comments: 0.63 and post-op comments: 0.80. No further information available.